Event description:
It was reported that patient enrolled in the (B)(6) registry had the band was removed due to vomiting approximately 1.5 years ago. There were no other reported patient consequences.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.